Event description:
The customer stated that she experienced a high blood glucose of 263 mg/dl, and feels that the insulin pump is under delivering. The customer felt that it was under delivering because the insulin doesn't appear to be moving in the reservoir. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump was not exposed to high magnetic fields. The insulin pump passed the displacement test. Advised the customer to monitor the insulin pump and call back as needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.